Event description:
Related manufacturer reference number: 2017865-2023-17068. It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the pacemaker and the right ventricular (rv) lead were over-sensing noise leading to pacing inhibition. Programming changes were made. The patient's condition was stable.